Event description:
It was reported that balloon detachment occurred. During preparation of a 3mm x 20mm x 144cm coyote es balloon catheter, it was noticed that the balloon was off of the catheter when removed from the housing loop. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 125.2cm from the hub. Microscopic examination revealed no additional damages. The distal shaft, balloon, and tip are missing. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the device is separated.

Event description:
It was reported that balloon detachment occurred. During preparation of a 3mm x 20mm x 144cm coyote es balloon catheter, it was noticed that the balloon was off of the catheter when removed from the housing loop. There were no patient complications reported.